Event description:
Ventilator inop alarmed, would not give breath, pt was removed and a new ventilator was placed on pt. No further incident or pt complication, co notified. In-hosp biomedical tech notified. New parts installed and device inspected and returned to svc.